Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 2.75 x 28 mm xience v stent was implanted. After deployment, the physician observed a distal edge dissection. A 2.75 x 12 mm xience v stent was used to treat the dissection successfully. There were no additional adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.